Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the downloaded share log was performed, and a loss of connection for over one hour was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.